Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the status of the device is unknown, no further investigation of the device can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing-, heparin coating- and sterilization records indicated the lots met all pre-release specifications. Further information was requested from the study coordinator, but nothing was provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 7/24/24 from the viedoc study database: on (B)(6) 2024, this 76-year-old patient underwent placement of a gore® acuseal vascular graft in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure and there were not any additional procedures during the graft placement procedure. On (B)(6) 2024, the patient was noted to have an infected brachioaxillary graft. In-patient or prolonged hospitalization was required. A medical or surgical intervention was required. On (B)(6) 2024, the patient underwent explant of gore® acuseal vascular graft due to infection and seroma. No adverse events occurred during the repeat intervention.

Manufacturer narrative:
As the device was not made available, a further investigation of the device cannot be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician stated that the device was not cannulated and that they do not suspect the use of the gore device caused the infection or that the device caused malfunction. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® acuseal vascular graft the following is stated: adverse events potential device and procedure-related adverse events complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: infection